Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a procedure wherein the ipg will be explanted.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a procedure wherein the ipg will be explanted.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a procedure wherein the ipg will be explanted.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The device was working well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-50, serial #: (B)(4), description: linear st lead, 50cm. Additional information was received that the patient had sensitivity of placement where the ipg was placed. It was believed that there was no device malfunction. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4).